Manufacturer narrative:
The insulin pump was received with button error alarm and no down button response due to corroded keypad trace. The rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to be performed due to no down button response. The insulin pump was received with scratches on the lcd window, cracked case on the bottom right corner display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 50 mg/dl. Customer believed they received too much insulin before going to sleep. Customer treated their low blood glucose with food. Troubleshooting for keypad anomaly was performed. Customer advised they received a button error alarm, the esc button was unresponsive and when they replaced the battery the issue was not resolved. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer advised they were on vacation at the beach and the weather condition were damp. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.